Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigations(s) sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of this information the following was concluded: the site rite 8 cue probe was visually inspected upon receipt and was found to be in poor physical condition. The reported issue of damaged housing is confirmed; the probe's enclosure at the scanner end is starting to split open and the end has pulled away from the enclosure and exposing the wires. The root cause of the reported issue is a probe failure due to use related. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Tm: housing is cracked. (B)(6) 2021: found during evaluation: the probe's enclosure at the scanner end is starting to split open and the end has pulled away from the enclosure and exposing the wires.